Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Device data was reviewed by boston scientific technical services, who confirmed the presence of the bd code, device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.